Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a shunt in a severely tortuous and severely calcified vessel in the left forearm. A 4.0mmx40mmx40cm sterling balloon catheter was advanced for dilatation. However, during the first inflation, the balloon ruptured. The device was completely removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.